Event description:
The reporter stated, that the surgeon was inserting a three piece collamer lens model cq2015 and the haptic tore. The surgeon removed the lens and inserted another same type lens. No patient injury reported.

Manufacturer narrative:
A visual inspection of the returned product shows the lens is torn in half and both haptics are torn off and missing. There is clear surgical residue on the lens. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.